Event description:
Fanelli stent was being placed in common bile duct during surgery. Two metal "bead" markers came off the stent delivery device and had to be left in the common bile duct. Experienced operator was deploying stent. Pt needs an ercp to remove the stent and gallstones (the reason for placing the device), presumably the retained pieces of the delivery system can be removed then. Details of deployment are in operative report, and fluoroscopic images of stent deployment have been saved in the hosp pacs system are in op.